Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded and the unit can't be power on in order to be able to collect the error log/machine hours error code numbers/software version. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from third party service center during the device evaluation, that the power connector of the unit is corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, the unit could not power on to collect the error log/machine hours/error code numbers/software version. No evidence of foam degradation was observed. The unit was scrapped.